Manufacturer narrative:
Although a specific cause of the spine clamp damage was unconfirmed as the part was not returned to the manufacturer, further review by a cross-functional engineering team, found that the reported issue was similar to an existing hardware investigation documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device lot number not available as the site has declined to return the suspect open spine clamp to the manufacturer. Device manufacturing date is dependent on lot number, therefore, unavailable. On 05/18/2016 a medtronic representative, following-up at the site, reported the site has declined to return the damaged open spine clamp to the manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, while instigating for a spine procedure, the site's long spinous process clamp was found to be damaged. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and successfully completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.